Manufacturer narrative:
This report is filed on september 27, 2017.

Event description:
Per the clinic, the patient experienced dislodgement of the internal magnet, subsequently the patient's magnet was successfully repositioned through manipulation of the magnet. The implanted device remains.